Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Reportedly, the supply bag fell and became disconnected from the homechoice set. The home patient respiked a new solution bag with the same cassette. No patient injury reported at time of call.